Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen cracked when the user fell on the pump. Reportedly, the pump was delivering basal. However, the user cannot access the screen. There was no impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.